Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The no delivery alarm functioning properly. Pump received with cracked reservoir tube lip, stained end cap sticker, stained back address label and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 450 mg/dl. The customer¿s current high blood glucose 70 mg/dl. The customer experienced symptoms like thirst. Customer reported that the customer did not allege insulin pump was under delivering. The customer had treated with insulin pump. The drive support cap was normal. Assisted customer with performing the high pressure test. The insulin pump failed the test. The customer was advised the insulin pump will be replaced and to revert to the back-up plan. The product was not returned for analysis.